Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connections between the cartridge tubing and the infusion set tubing disconnected. There was air bubbles observed within the infusion set tubing after the connection was reconnected. The infusion set and cartridge was changed, which resolved the issue. The customer's blood glucose level was 300 mg/dl.